Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. The steps taken to resolve the numbing side-effect included removing the intrathecal pain pump. The cause of the numbing part of the bladder and bowels was reported to be a combination of the attachment of the catheter to the spine, its placement, and use of bupivacaine as part of medication. The patient endured 16 months of almost continuous bladder/kidney infections. The patient had serious fears for their life.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient receiving bupivacaine via an implantable infusion pump. The indications for use were not provided. It was reported that the patient was having constant bladder infections for the past year (approximately 2010) and wanted to know if the pump was causing the bladder infection. The patient was redirected to the hcp. The hcp reported at that time that the issues were not pump related. The patient later reported that the device was numbing part of her bladder and her bowels. She believed it could have been due to the bupivacaine, the catheter placement, or due to the nerve that it was near. The patient later got the device removed due to the continued bladder infections for approximately 16 months. The patient was pleased with the device as it did help control the pain she was in; however, she decided that the symptoms she was getting from the device were not worth keeping the device and had it explanted. The device was explanted in approximately the summer of 2010 or 2011.